Event description:
Agent ide study. It was reported that in-stent restenosis (isr) and angina occurred. On (B)(6) 2013, the proximal left anterior descending artery (lad) was treated with a 3.50 x 16 promus premier drug eluting stent (des) and on an unknown date, stenosis at the mid lad was treated with a 2.75 mm x 16 mm promus premier des. On (B)(6) 2022, the subject presented with stable angina and was referred for the agent ide study. On (B)(6) 2022, coronary angiography revealed severe isr at the proximal lad extending up to the diagonal, previously treated with the 2.75 mm x 16 mm promus des at the mid lad and the 3.5 mm x 16 mm promus des at the proximal lad. There was also 85% isr at the proximal to mid lad and 100% stenosis from the mid to distal lad. Intravascular ultrasound revealed inadequate expansion of the stents at the lad extending up to the diagonal. The target lesion was located at the proximal lad extending to the 2nd diagonal and was 20.0 mm long with a reference vessel diameter of 3.0 mm. The target lesion was predilated with a 3,00 mm x 20 mm balloon angioplasty catheter and shockwave lithotripsy. Following pre-dilation, the lesion was successfully treated with a 3.00 mm x 30 mm study device with 5% residual stenosis and timi flow of 3. The subject was on aspirin and ticagrelor. One day later the subject was noted with elevated troponin levels and was diagnosed with myocardial infarction. The subject was stable the same day and discharged on aspirin and ticagrelor.